Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the metal component part of the sw112 fell into the patient and remained in the cavity. More information to follow. 12/17/1999 message from affiliate. The sw100 was used during a laparoscopic hernia repair. The sw112 metal component of the sw112 cartridge (opposite side of the jaw), fell into the patient and remained in the abdominal cavity. The surgeon has been observing the patient condition to decide if a re-operation is needed. The surgeon is waiting for bicompatibility information to decide.